Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open splenectomy procedure, the device didn't fire correctly. The clip was stuck in the tip. Device was replaced to complete the procedure. There was no patient injury.